Event description:
Cs33 appeared to have fired fine, however, inspection of anastomosis revealed anterior defect and malformed staples, requiring resection of anastomosis. A second anastomosis, performed with a competitive device, also failed. Final anastomosis was completed using hand suturing technique.